Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a major bacterial infection on (B)(6) 2021 and was hospitalized from (B)(6) 2021 to (B)(6) 2022. The infection site was at the driveline and was treated with drug therapy. The cause of infection was noted to be due to complexities of medical management.

Event description:
It was reported that the type of infection was noted to be methicillin-resistant staphylococcus epidermidis. The event resolved with intravenous drip of antibiotics and debridement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.